Event description:
It was reported the patient received the following results within 15 minutes: 493 mg/dl with the accu-chek aviva meter serial number (B)(4) and 194 mg/dl with the accu-chek aviva meter serial number (B)(4).